Manufacturer narrative:
Mat: 367856. Lot: 1228084. Bd received 4 photos from the customer in support of this complaint. An evaluation of the photos confirmed the presence of damage to the inside of the tube, on the side wall, has an indention and the plastic has been peeled away from the inside wall of the tube. No unused samples have been returned for evaluation. Nowhere within the production process is there anything introduced to the inside of the tube that would cause this type of defect. Therefore, 100 retention samples were visually inspected with no damage to the inside of the tube being identified. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. Bd was able to confirm the customer¿s indicated failure mode with the photos provided however, this defect is not caused by any process during the manufacturing of this product. The exact cause of the customer's failure mode could not be determined. Based on an evaluation of frequency and severity it was determined that no corrective action is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the bd vacutainer® k2 edta (k2e) 5.4mg blood collection tubes there was a transparent residual foreign body. This event occurred 2 times. The following information was provided by the initial reporter. The customer stated: ¿there is a transparent residual foreign body. Incident occur: during use¿